Manufacturer narrative:
Reported event: an event regarding altr/abnormal ion level, and corrosion involving a accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that patient was revised due to alleged altr/abnormal ion level and corrosion. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by patient's counsel as a result of a legal claim that the patient underwent right tha on (B)(6) 2013 and was implanted with an lfit v40 femoral head and accolade ii hip stem. Allegedly the patient developed lateral hip pain, high cobalt-chrome levels and MRI was consistent with a large pseudotumor. The patient was revised on (B)(6) 2022 with a diagnosis of altr/taper corrosion.